Event description:
Family member of patient reported that hypoglycemic event requiring emergency IV glucose treatment occurred. Reading for blood glucose level at 11:43am was 262 mg/dl. At 11:32, a previous reading of 71mg/dl was obtained. Both readings were conducted with the freestyle on the forearm. The arm was not cleaned prior to either test and sunscreen had been applied. Emt meter provided reading of 34 mg/dl.